Event description:
The customer reported via phone call that she had a high blood glucose of 556 mg/dl. Customer stated that she had headaches and had not yet treated. Customer stated that she had a compromised force sensor system alarm. Customer's blood glucose was 566 mg/dl at the time of the incident. Customer stated that the insulin was squirting out during the manual prime process. Customer wasted 150 units and was advised to discontinue use of the pump. It was explained that the possible cause of the alarm was during seating, the force detector did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test, and displacement tests. However, the device was stuck in the motor error loop during bolus/basal delivery. Compromised force sensor system alarm was not verified due to motor error alarms. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during testing. The device had minor scratches on the lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.